Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h6 (type of investigation, findings and conclusion codes), h10, h11. Corrected fields: g1. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
This reported event is related to an event reported under medwatch report # 2249723-2021-01836 with regard to a damaged ac line cord reported issue.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp unit for the reported issue "alarming air in line power cord missing" and when he arrived onsite he found the ground pin broken off the ac line cord. The fse booted up the iabp, and the system power up test passed, exercised iabp on a test catheter with cardiosave trainer without any failure and unable to duplicate any failure in normal operating mode or in the service mode. To fix the issue he replaced ac line cord assembly within the hospital cart and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was alarming air in line power cord missing. No patient harm, serious injury or adverse event was reported.